Event description:
It was reported that, "patient had tka in 2005. Patient fell on knee and began having pain 2 weeks ago. Bone scan showed a 'hot' tibia. Revision surgery was scheduled and completed in 2007. Diagnosis was a loose tibial baseplate."